Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent embolism (dislodgement)), patient condition affected effectiveness of the device (patient lesion morphology), evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology). (B)(4).

Event description:
The physician was attempting to deploy a 2.75mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the rca with little calcification and 80% stenosis after pre-dilation. It was reported that the stent could not cross the lesion. The stent system was removed and it was noticed that the stent was not on the delivery system. The stent was retrieved from the patient using a snare device. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was not returned with the delivery system. There were crimp impressions evident along the balloon. The balloon folds were opened and crystallized residue was present in the balloon indicating that the balloon had been inflated.